Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had high blood glucose level. Customer stated that the sensor glucose was 65mg/dl and blood glucose was 128mg/dl. Customer had previous blood glucose level over 400mg/dl. Customer declined to troubleshoot for sensor glucose vs blood glucose. Insulin pump will not be returned for analysis.